Event description:
Philips received a complaint on the v60 ventilator indicating that the barometric pressure was off. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The customer informed the remote service engineer (rse) that the device was failing preventative maintenance test (pvt) 5, air flow. The rse advised the customer of the specification for barometric pressure. The customer was instructed to verify that the barometric pressure displayed on the pneumatic controls screen was within +/- 3.5% of the analyzer reading. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the recommended troubleshooting completion and device issue resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and supplemental report will be submitted.